Event description:
A nurse reports that while she was a nursing student and during her employment thereafter, she was exposed to latex, latex dust and various powder additives emitted from latex containing products, made by several different MFR. She states that she experienced the following symptoms due to this exposure: asthma, rhinitis, respiratory problems, hives, dermatitis, throat soreness, fatigue, headaches, discomfort, depression and emotional distress.